Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this report 2017865-2013-04864 the same issue was reported as 2017865-2013-04731.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and oversensing. The patient is asymptomatic. The lead remained implanted.